Event description:
It is reported that no disposable alarm was experienced and pump wont run. Unresolved with troubleshooting. Green flow stop, air in line. Patient not affected. No additional information available.